Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). A 6fr non-bsc introducer sheath was placed. After a non bsc guidewire was advanced to cross the lesion, a 6mm-150mm and a 6mm-100mm non bsc stents were consecutively deployed. Subsequently, a 5.0 x 200, 135cm mustang balloon catheter was selected for use and advanced for post dilation. However, upon the first inflation, the balloon ruptured at 12 atmospheres (atms) after a duration of 10 seconds. The balloon was completely removed and the procedure was completed with a 5mm-150mm mustang balloon catheter. No patient complications were reported and the patient's status was good.